Manufacturer narrative:
The insulin pump passed the rewind, displacement test, prime test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she has received some no delivery alarms. Customer has tried different infusion sets with different cannula lengths and has not resolved the issue. Customer stated that the tubing is not bent or kinked. Customer stated that the piston on the insulin pump is getting stuck. Blood glucose value was 278 mg/dl. Nothing further reported.